Event description:
It was reported that review of controller periodic log file found that the controller, serial number (B)(6) , was exchanged on (B)(6) 2023. Controller (B)(6) was exchanged back to being the patient's primary controller on (B)(6) 2023. Related controller was reported under MFR# 2916596-2023-05977.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) being exchanged on (B)(6) 2023 was confirmed via review of the submitted log files. The submitted periodic log file contained approximately 10 days of data ((B)(6) 2023 - (B)(6) 2023 and (B)(6) 2023 ¿ (B)(6) 2023 per timestamp). (B)(6) appeared to be disconnected sometime after 23:25:38 on (B)(6) 2023 and was not put into patient use until sometime between 9:27 and 10:27 on (B)(6) 2023. While this controller was in use, no atypical alarms were observed, and the pump maintained a speed above the low-speed limit without issue. The exact sequence that leads up to the controller being exchanged could not be determined, as the data had been overwritten by newer information in the event log file. Multiple attempts were made to obtain the reason for the controller exchange as well as the serial number of the controller that was in use from (B)(6) 2023 to (B)(6) 2023; however no additional details were provided. No products were returned for evaluation, and the root cause of the equipment exchange could not be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.